Event description:
Additional information was received from the patient and it was reported that the hip pain did resolve. The patient reported that the steps taken to resolve the hip pain was turning the device off on recommendation of the doctor. The patient reported that a manufacturer¿s representative (rep) followed up a week later for the first time since (B)(6) 2015. The patient reported repeatedly asking for guidance on proper use of the device and received nothing in response. The patient reported that she wanted ¿the thing out and wanted to stomp on it.¿ the patient reported that the device had not performed even closely to expected results. The patient reported that the circumstances leading to the hip pain was that the surgeon repositioned the wire and programming was reset to program 4.5.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va114y0, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had just had lead revision surgery on the day of report and were experiencing pain in their hip. The patient stated that the lead had drifted or moved. The patient¿s healthcare professional (hcp) wanted the patient to call and have the ins turned off. The patient synced with the implantable neurostimulator (ins) and stimulation was on but set at 0.0v. The patient turned the ins off but the hip pain did not improve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.